Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 360 mg/dl, 20 mmol/l between 5 and 24 hours of wearing the pod. The patient reported while swimming in the water the adhesive separated completely from their abdomen, resulting in the cannula dislodging.